Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076-45, lead, implanted (B)(6) 2003; 5071-35, lead, implanted (B)(6) 2003. (B)(4).

Event description:
It was reported that no bi-ventricular (bi-v) capture as well as oversensing of ventricular tachycardia (vt)/ventricular fibrillation (vf) was observed on the patient's implantable cardioverter defibrillator (ICD) device data transmission. Information obtained from the patient's clinic indicated the patient was subsequently brought into the clinic and that the output settings were increased in order to restore ventricular capture. No further issues have been reported and the device remains in use. No patient complications have been reported as a result of this event.